Event description:
10/02/2015- additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was receiving intrathecal compounded baclofen 250 mcg/ml (dose 33 mcg/day) via an implanted pump. The pump was replaced on (B)(6) 2015. The patient and managing physician both claimed to have heard an alarm from the pump. The rep was not able to hear it and had not heard the alarm while having the explanted pump in his possession. Because the pump was within the six month elective replacement indicator (eri), the hcp decided to go ahead and replace the pump. The patient did not report any withdrawal symptoms. The patient claimed to have heard the pump alarm and the managing physician referred him to the surgeon for pump replacement. The issue was resolved at the time of this report and the patient's status was alive- no injury.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. The pump¿s exterior had impact dents that did not affect post-explant pump performance. The tested alarm volume met specifications. Eval code conclusion has been updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received form a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal, dose and concentration unknown, for intractable spasticity. The patient and the physician both heard the pump critical alarm (date not specified). The pump logs did not show that an alarm had occurred and it hadn't been heard again since the one occurrence. The patient experienced a return of spasticity. The physician wanted to replace the pump and/or catheter as soon as possible as the patient would be starting a new multiple sclerosis drug that would make him inoperable for a while. The pump elective replacement indicator (eri) was set to display in seven months. The patient status at the time of this report was "alive-no injury". The patient's medical history includes multiple sclerosis. Follow-up was conducted to obtain all information relevant to the event. If additional information is received, a follow-up report will be sent.